Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the torn portion of the exposed portion of the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g996u1uesghyf1 hardware: sm-g996u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for hyperglycemia.